Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is a previous complaint (B)(4), on the device. This pump underwent testing by ims and was found to have an occlusion sensor issue, requiring the pump's 30 psi threshold to be adjusted. A hex file was requested by the end user to calibrate the pump with an 30 psi threshold of 262, even though that is what it already was originally. The hex file was sent to the end user and the pump was calibrated. The device is not going to be returned. Reported issue found, device not performing to specification.

Event description:
On 2/28/2024, zyno medical received a report that a pump had an "occlusion sensor module - unknown issue" during testing. This requires a new hex file to be sent for pump calibration. After the pump is calibrated, it is operational. No patient was involved as it was discovered during testing.